Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarms. Customer reported they were able to clear the alarm and also were able to rewound the insulin pump. Customer stated that the insulin pump alarmed again after battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.